Event description:
It was reported that an alert sounded, and the patient came in for a device check. Noise was found, as well as an episode that was aborted, so the patient did not receive any inappropriate therapy. The lead was replaced. During the explant procedure, a possible insulation breach was noted. No patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the u.s. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. The sprint fidelis lead model is included in a field advisory.